Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was 113 mg/dl. Customer is calling back after with a frozen display after installing a new battery for previous frozen display issue. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan until replacement arrives.